Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative with the binaxnow¿ covid-19 antigen self test otc 2 test pack performed on (B)(6) 2021 on a direct tested nasal kitted swab. The consumer reported they had used the otc binaxnow sars-cov-2 antigen test twice without incident, but my third use was different. No test results were provided for the first and second test performed. The consumer reported that the white sample collection swab turned slightly pink assume it was from blood present in the nose. The consumer did not have a "bloody nose" but uses a humidified CPAP, and does not spend much time in air conditioning. When the test card was folded closed, the blue control line "floated" up and away and the translucent plastic strip remained pink for a while. At 15 minutes, the control line was pink as expected and the sample line was clear, but the left edge and especially the right-hand edge of the test strip, visible through the result window was slightly pink, as if the blood had migrated to the edges. Under an 8x loupe today, the pink edges now seemed to have a brownish tint. The consumer reported that this not a medically-confirmed report. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.